Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported the patient was having a lot of other issues. The patient had retention issues and was not able to void, caller stated the patient was diagnosed (B)(6) 2018. Caller stated this was not what the ins was implanted for. Caller stated the patient's blood pressure was sky high, but was relieved when they were able to catheterize them and they were able to void. Caller stated the same thing happened when they tried to catheterize the patient the following day. Caller stated they were not sure that the patient was diagnosed properly with the device the caller was looking for a healthcare provider that could provide a consult regarding the ins. No further complications were reported or anticipated.